Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the cutter device could not secure/lock and the device ran in locked position - power broken. It was further observed that the device generated heat and the locking components were damaged. It was further determined that the device failed pretest for cutter lock assessment, safety assessment and temperature assessments. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. (B)(4).

Event description:
It was reported that the motor device had an undetermined malfunction. During in-house engineering evaluation, it was observed that the device ran in locked position - power broken, and it generated heat. It was reported that there were no delays to the surgical procedure as a spare device was available for use. This event did not occur during surgery. It was reported that there was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.